Event description:
Complainant alleges "the package is not sealed completely."

Manufacturer narrative:
The device has been returned and is in process of being evaluated. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The devices were returned for evaluation. The root cause is manufacturing error. After a foil jam, the machine roller may cause package marks (pin holes) in the seal continuity. Procedures were updated to be more clear about how to handle foil jams, and operators were retrained. If any additional relevant information is identified, it will be submitted in a supplemental report.